Event description:
See initial report.

Manufacturer narrative:
E1: changed country in united kingdom. H11: based on follow-up communications, livanova learnt that the unit returned to manufacturer site: livanova technical service confirmed the reported event identifying a short circuit. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler system. The event occured in united kingdom. Livanova has initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system compressor that was noisy and not cooling. The issue occured during service. There was no patient involvement.

Manufacturer narrative:
Reportedly, customer decided to scrap the device. A device service history review has been performed and identified that the unit was manufactured in 2019 and no other similar event has been reported, neither concerning trend has been identified for this failure mode. Based on investigation findings, the root cause of the reported event has been addressed to a short circuit of an internal component, which potentially prevented normal compressor operation, leading to abnormal noise and cooling performance. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.